Event description:
Device 5mm too large for disk space. Incomplete discectomy leaving debris in disk space; permanent disability. Required re-operation (B)(6) 2018 for explant and decompression fusion at l5-6.